Manufacturer narrative:
No additional information has been provided. A follow-up regulatory report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient developed a fungal infection on (B)(6) 2023. They had positive blood cultures and was treated with drug therapy. Additionally, the patient developed right heart failure and had symptoms of peripheral edema and ascites. On (B)(6) 2024 the patient passed away. The device operated as intended at the time of the patient's death. The cause of death was related to the patient's infection and right heart failure.

Manufacturer narrative:
This event was determined to be supplemental to MFR# 2916596-2024-00520 and will be captured under that report.